Manufacturer narrative:
(B)(4). Upon review, it was determined that this event met the criteria for reportability, as the pt suffered a serious injury. Per solta medical's thermage thermacool nxt system (model tg-2a) technical user's manual "pt feedback regarding their perception of heat or discomfort during the procedure is essential input to guide the operator in determining safe and effective treatment levels. Note: avoid injected or tumescent anesthesia or nerve blocks. Solta medical strongly discourages the use of local injections and tumescent anesthetic techniques to manage pt comfort during the solta medical procedure. Injecting lidocaine or similar anesthesia or other substances into the treatment area will change the natural electrical resistance and alter the tissue heating profile in an unpredictable way. Caution: use of these types of pain mgmt techniques add an increased risk of tissue injuries, including surface irregularities."

Event description:
It was reported that the pt developed small blisters 12-18 hours after treatment. The supervising physician stated that the pt developed pigmentation changes and some skin and subcutaneous tissue contractures on the cheek and neck. The pt was treated with tretinoin and hydroquinone. No add'l follow-up info is available. It should be noted that the physician used oral sedation and nerve blocks, which is expressly contraindicated.